Event description:
It is reported that the pt underwent an articular surface exchange. During this surgery, it was discovered that the locking mechanism of the tibial component was broken.

Manufacturer narrative:
This report will be amended when our investigation is complete.